Manufacturer narrative:
Findings: pump was received with moisture damage on keypad traces. No moisture damage found on electronic assembly/motor. Unit had minor scratched lcd window, cracked display window corner and cracked belt clip slot at battery tube threads area. Unit had normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. (B)(4).

Event description:
It was reported that insulin pump has been exposed to moisture damage. Customer's blood glucose reading was 252 mg/dl. Nothing further reported.